Event description:
It was reported that the 9800 system is not saving cine runs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cine pcb board was reseated and cine hard drive was erased. The system was tested and found to be working as intended and put back into service.